Event description:
Legal counsel for the patient reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2010. Subsequently, patient's left hip was revised on (B)(6) 2012 due to patient alleged pain and elevated metal ions. It is unknown whether a revision procedure has occurred on the right hip. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.\ the following could not be completed with the limited information provided: date of event - unknown; expiration date - unknown; date explanted - unknown; manufacture date - unknown. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-01813/01816).